Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported material rupture was confirmed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. Based on the visual analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the left anterior descending (lad) artery. The vision was advanced to the lesion without resistance and during deployment of the stent, the balloon ruptured at 12 atmospheres (atms). The device was removed without any issues noted. The stent was well apposed; however, post-dilatation was performed with an nc trek balloon per standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.